Event description:
It was reported the devices were used during a resection. It was reported there were no staples present in the reload and another device used fired malformed staples. Another device was used to complete the case. There was no consequence to patient.